Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's pacemaker and right atrial (ra) lead were over-sensing noise leading to inappropriate automatic mode switch (ams) episodes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-24940. It was reported that the patient's pacemaker and right atrial (ra) lead were over-sensing noise. No intervention has been performed. The patient's condition was stable.